Event description:
Nurse preparing to place an intravenous catheter in the patient and when the nurse opened the bd 0.75 inch IV needle, the plastic catheter fell off the needle hub. The needle itself had already been retracted into the hub and was bent before the sterile package was opened. Another intravenous catheter was used to place the IV in the pt.